Event description:
It was reported that approximately thirty one months post port placement, the catheter was suspected of subcutaneous leakage. Therefore, the device was removed and upon removal catheter crack was allegedly found. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Visual, microscopic visual, functional and tactile evaluations were performed. The investigation is confirmed for catheter fracture, leak, deformation and naturally worn as four circumferential splits were noted approximately 10.9cm, 11.5cm, 12.3cm and 12.9cm from the distal end of the cath-lock. Additionally, both edges of the circumferential split approximately 10.9cm from the distal end of the cath-lock were jagged with residue noted within the area of the split and the edges of the circumferential split, noted approximately 11.5cm from the distal end of the cath-lock, were jagged and rounded. Upon closer microscopic observation, the circumferential split observed approximately 12.3cm from the distal end of the cath-lock, appeared more characteristic of a pinhole; the area around the pinhole appeared worn. The circumferential split noted approximately 12.9cm from the distal end of the cath-lock was jagged, with rounded edges. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2020). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (12/2020). Device pending return.

Event description:
It was reported that approximately thirty one months post port placement, the catheter was allegedly damaged. There was no reported patient injury.